Event description:
The user facility reported that during a diagnostic and therapeutic gastrointestinal (gi) procedure the light source completely went out w/o any warning. The user attempted to troubleshoot the light source in an attempt to retrieve the light but with no success. The user facility did not have a replacement light source to complete the procedure, as a result the procedure was not completed. There ws no pt injury reported.

Manufacturer narrative:
Olympus followed up with the user facility to obtain add'l info regarding this report but with no result. The device referenced in this report was not returned to olympus for eval. The exact cause of the user's experience could not be conclusively determined. A review of the instrument history showed that the user facility purchased the light source on (B)(6) 2010 and the unit has not been returned to olympus for service since then.